Event description:
Per the IV team nurse manager: for the last five weeks we have been trialing the navilyst PICC. Within the first two weeks of using the product we had concerns. Concerns were addressed with the firm as well as our support representative from the navilyst company. The support rep worked with us to get us as successful as possible. Unfortunately, I regret to report that my team continues to have concerns for patient safety.over numerous occasions my team has encountered:1.bleeding at the catheter insertion site, requiring pressure dressings and sometimes removal of PICC. 2.with dressing changes it was found that scrubbing the site (per protocol)actually removed the ink markings on the catheter resulting in not being able to identify position/placement of PICC. (Markings are centimeters that assist with the length of `the catheter and how much is inside the patient's arm). 3.two of my nurse's experienced missing ink markings after removal of the PICC line, questioning whether or not they got the PICC completely out. 4.repeated lab draws due to erroneous values. (It was advised that our closed system technique could be the issue and it was recommended that we go back to syringe drawing) 5.guide/stiffening wires were getting kinked, coiled, or stuck in the patient. Apparently other hospitals have been using the navilyst PICC for sometime without issues. To my understanding another hospital has started their trial with the navilyst PICC this week. For us at our hospital we will discontinue our navilyst trial and return back to using angiodynamics until we here further on the decision to consolidate with one company.